Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components, but the error persisted despite attempts to load new cartridges. Consequently, technical support arranged for the pump to be replaced and provided goodwill cartridges. The customer was informed of the replacement process, and it was confirmed that the replacement pump would serve as a backup therapy to ensure continuous insulin delivery.